Manufacturer narrative:
Investigation: maquet cardiovascular received the device on may 10, 2010. Visual inspection revealed that the jaws were completely bare, the remaining surface was burnt/charred, and the jaws would not open when toggled. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the rpe-cautery test during several device actuations. Based upon the visual observation, the reported failure "device smoked and silicon melted" is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA process. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 self activated. It was plugged in and put down on the bed and after a few minutes, they smelled smoke. It burnt a hole in the drapes and the silicon jaw boot melted off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.